Manufacturer narrative:
Evaluated three random sealed reservoirs inspected reservoirs, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoirs filled with diluent, and connected to new infusion set. Then installed reservoirs and connector into pump. We performed a manual prime, visual fluid flow through infusion set and out catheter tip. The reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the plunger being hard to move in the reservoir. Customer had several no delivery alarms. Customer tested with several sets but the same problem persists. Customer stated that the problem occurred with 8 reservoirs. Customer is being sent a replacement.